Manufacturer narrative:
Qn#(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record of batch number 74f1500192 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. Functional test results were acceptable to all samples according to form qa-res-004/f55 attached. (This lot number and test results are applicable to concha ip-5039 manufactured by (B)(4)). No corrective actions can be implemented due to the lack of product sample to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed.

Event description:
The customer alleges that the device fails the pre-testing for leakage. No patient injury reported.

Manufacturer narrative:
(B)(4) the sample was returned for evaluation. A visual exam was performed and no issues were observed. Functional testing was also performed and there were no issues found. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The customer alleges that the device fails the pre-testing for leakage. No patient injury reported.